Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231670e0. Model: sc-2316-70e. Serial: (B)(6). Batch: 7094484. UDI: (B)(4).

Event description:
It was reported that the patient experienced discomfort and increased pain in the back. The patient underwent an early lead pull procedure and was doing well postoperatively. The explanted trial leads were not returned as they were discarded by the medical facility.